Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Additionally, loss of capture was noted in bipolar mode and there were no stored episodes with noise. The lead was reprogrammed to unipolar mode and the impedance measurements were in range. The plan is continuing to be monitored. At this time, the product remains in service and no adverse patient effects were reported.